Manufacturer narrative:
The fse evaluated the device. The ECG measurement module of the device was defective. The ECG measurement module was replaced. All tests and checks were performed according to the procedure listed in the service document. No problem was seen. The device was delivered to the user in working condition. Based on the information available and the testing conducted, the cause of the reported problem was the ECG measurement module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered into this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint about the efficia dfm100 indicating that the ECG could not be measured. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.